Event description:
Same case as MFR# 2134265-2009-06182, 06183, and 06184. It was reported that post a drug-eluting stenting treatment procedure stent thrombosis occurred. The patient was admitted in 2004. The patient presented with chest pain and underwent further cardiac testing. An abnormal EKG and cardiac enzymes were noted. A total occlusion in the left anterior descending (lad) artery after the takeoff of the diagonal branch and takeoff of the first large septal perforator was discovered. On an unspecified date the lad was stented with a 3.0x24mm, 3.0x20mm, 3.0x24mm and 3.5x12mm taxus stent. The patient was on plavix for at least 6 months following stent implantation. In 2007, the patient suffered from a myocardial infarction due to in-stent thrombosis of the taxus stents in the lad. The patient underwent additional percutaneous coronary intervention (pci) including additional stenting with a taxus stent in the lad. No further patient complications or injuries were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.